Manufacturer narrative:
Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the part that the reservoir goes into has busted off. The customer¿s blood glucose level was 105 mg/dl. Customer stated that he was not able to screw the reservoir in place into reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.